Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va128cb, implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported that during initial bilateral lead placement the surgeon used intraoperative imaging via the bodytom CT scanner to confirm lead placement. It was found that the lead was approximately two and a half millimeters lateral, and four millimeters deep. The surgeon decided to re-open the "would" and reposition the lead. After scanning the revision, the lead depth was ideal, but remained about two millimeters lateral. The surgeon then decided to leave the lead as placed, and the programming physician will be made away of the issue. The patient's indication for implant is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.